Manufacturer narrative:
Voluntary medwatch mw5146053.

Event description:
It was reported that this right atrial (ra) lead exhibited noise that was causing false episodes. The ra lead was explanted and a new ra lead was implanted. No additional adverse patient effects were reported.